Event description:
It was reported that these explants were returned for evaluation. No reason was reported. No other information provided at this time.

Manufacturer narrative:
Pending evaluation concomitant device(s): 180-01-52, ln: 10143151 - nv crown cup clstr hole 52mm group 2] no cn, ln: 71343204 - femoral head.

Manufacturer narrative:
Section h10: (h3) based on the available information, the patient involved meets the following risk criteria for prosthesis wear as specified in the hhe: edge loading of the femoral head on the acetabular liner. The most likely cause for the observed prosthesis wear is a combination of the risk factors specified in an hhe. Additionally, a contributing factor may have been the use of another manufacturer¿s femoral head with an exactech gxl liner.

Manufacturer narrative:
The following sections have corrected information: (h3) the revision reported was likely the result of acetabular loosening and prosthesis wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implant and the bone. The prosthesis wear may be due to a combination of the risk factors specified in an hhe, including edge loading. Additionally, a contributing factor to the wear may have been the off-label use detailed above. (H6) health effect clinical code, medical device problem code, type of investigation, investigation findings, investigation conclusion.

Manufacturer narrative:
Report number: 1038671-2024-02705. Recall number: z-1729-2022 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4 d6a / d6b d8 e3 h4 the following sections were corrected: b2 h6 the revision reported was likely the result of acetabular loosening and prosthesis wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implant and the bone. The prosthesis wear may be due to a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential), including edge loading. Additionally, a contributing factor to the wear may have been the off-label use detailed above. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.